Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the mean pressure gradient was 2mmhg. An ntw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 11mmhg. The clip was repositioned, but the gradient increased to 7mmhg. Due to the increased gradient, the physician decided to remove the clip. However, while in the left atrium (la), the clip was unable to close. Troubleshooting was performed, but the issue was still unable to be resolved. The physician was able to remove the entire mitraclip system but medical intervention and manual compression was needed to close the access site. It was noted the gradient returned to baseline. The physician then decided to continue the procedure by using the right femoral artery. One clip was implanted, reduced mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unable to close clip was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to close clip was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.